Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also mentioned that the paddle lead was off to the right, however, migration was not confirmed through imaging. The patient underwent a procedure wherein the ipg, paddle lead and clik anchor were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn:m365sc8336500. Model:sc-8336-50. Serial: (B)(6). Batch:7085815. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 33133863. UDI: (B)(4).